Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "devices feels rigid", "pain", and capsular contracture (grade unknown) on the right side. The device remains implanted.

Event description:
The device was explanted.

Event description:
Patient reported "devices feels rigid", "pain", and capsular contracture (grade unknown) on the right side. The device remains implanted. Additionally, healthcare professional reported right side capsular contracture (grade iii), "slight radial folds", and "minimal amount of peri-implant fluid". The device remains implanted.